Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon attempted pulse generator firmware upgrade, the device exhibited backup vvi operations. The device was restored successfully. The device was not updated with the new firmware.